Event description:
Blurred vision (vision blurred). Opaque lens (device failure, defect). This report was received from a physician who reports a pt developed blurry vision after a ceeon, model 913a, diopter 19.50 lens was implanted 2002 in their left eye. After the surgery, the pt's vision was corrected to 20/20. Over the past four months, the pt has reported vague complaints about the lens and vision, but specifically that their vision is blurry. The physician reports he saw the pt and the lens is "opacified" (opaque, white, reflective) under slit lamp examination. The pt's vision is currently 20/40. The physician plans to explant the lens 2003, however the lens currently remains implanted in the pt.